Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited high threshold measurements and intermittent loss of capture, a dislodgment is suspected. It was noted that the patient was symptomatic due to the loss of capture. The rv lead was explained and a new lead was successfully implanted. The boston scientifc sales representative is attempting to obtain additional information. No adverse patient effects reported.